Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported the check/menu button on the pump does not work. No adverse event reported. Requested return of the alleged pump for evaluation.